Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 93 mg/dl, 43 mg/dl and 43 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Similar readings to those reported were found in the meter's memory.